Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately low compared to a laboratory result. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the product issue began. The patient reported obtaining blood glucose readings of 7.0mmol/l on the subject meter and 9.6mmol/l on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient stated that they may have changed their bolus incorrectly in response to the alleged inaccurate readings; however they did not provide further details of the dose taken. The patient denied developing any symptoms. The patient did not report any other medical treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not receive any medical treatment beyond their usual diabetes management. This complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.